Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the carefusion field service representative (fsr) evaluated the unit and discovered that a fuse was incorrect, which has been identified to be an issue being corrected under a field corrective action. The fsr replaced the user interface module (uim) and affected fuse, returned it back to the customer working to service specifications.

Event description:
The customer stated that the ventilator does not power up and only the leds on the membrane panel are lit up. There was no patient involvement.